Event description:
It was reported that approximately 20 hours post stent assisted coil embolization of a parasellar aneurysm, the patient suffered a cerebral infarction in the left caudate nucleus region. The patient had aphasia and one side paralysis. Antithrombotic medication, argatroban (60mg) and cilostazol (250mg ) were administered to the patient. Follow up visit approximately 30 days post procedure, confirmed that the patient¿s symptoms had disappeared. The physician informed that the patient¿s symptoms were not related to the device but the technique used in procedure.

Event description:
It was reported that approximately 20 hours post stent assisted coil embolization of a parasellar aneurysm, the patient suffered a cerebral infarction in the left caudate nucleus region. The patient had aphasia and one side paralysis. Anti-thrombotic medication, argatroban (60mg) and cilostazol (250mg ) were administered to the patient. Follow up visit approximately 30 days post procedure, confirmed that the patient's symptoms had disappeared. The physician informed that the patient's symptoms were not related to the device but the technique used in procedure.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device was implanted.